Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported bleeding and pain. The patient reported she kept increasing stimulation and it was causing pain. It was noted the patient only had one lead on the right. The patient asked about where to feel stimulation and stimulation being positional. The patient mentioned bleeding and that tape was coming off. It was unknown if the issue was resolved at the time of the report. Additional information from the patient on (B)(6) reported pain at the incision site. The patient stated she only had one wire on right side and that it was concerning for her as she knew 2 wires should have been put in. The patient noted they had a hard time getting both wires in during the procedure. The patient also stated she was sore at the incision site and it was uncomfortable sleeping with the belt around her waist. It was noted the issue was not resolved at the time of the report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.